Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 17, 2015, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed error 4 messages. The complaint was classified based on the customer service representative (csr) documentation since the patient did not want to be contacted with follow-up questions. The patient reported that he obtained the error 4 messages during the evening of (B)(6) 2015. The csr noted that the patient had "wasted half of his [test] strips" and that the same thing had previously occurred with a different vial of strips. The patient manages his diabetes with insulin (self-adjuster). He claimed that he felt symptoms of "shakiness, sweating and muscle aches/pulls" an unknown time after the start of the alleged issue. He reported that he consumed a glass of orange juice to treat his symptoms. He confirmed that no medical intervention was required. During troubleshooting, the csr noted that the patient was not using the meter for the first time, he had been storing his test strips correctly and his testing technique was correct. The test strips completely drew in the sample of blood. The csr walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged issue with the meter started.